Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.

Event description:
Customer reported the snubber board needs to be replaced. No pt injury was reported.